Event description:
A us distributor reported that a patient's electrode belt connector will not stay latched.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector will not stay latched) was due to the trunk cable connector being broken and unable to connect to a monitor. The electrode belt was unable to complete essential performance testing. The root cause for the broken connector was excessive force. There was no adverse event that resulted from the damaged belt.